Event description:
Edwards received information that a hematoma was noticed after the surgeon converted the surgical procedure from a minimal incision valve surgery to a traditional open-heart procedure. It was reported the heart was lifted and a hematoma measuring approximately one inch in diameter was noticed at the ostium of the coronary sinus. Additionally, the balloon of the proplege catheter was still inflated and clearly visible as if only a thin membrane was around the balloon. It was noted the balloon was very translucent with signs of potential rupture of the coronary sinus. The anesthesiologist, an experience user of the proplege device, reported there were no difficulties noted during proplege catheter insertion. There was no resistance and no bowing of the proplege catheter during placement when using echo and fluoro. It was reported the anesthesiologist verified for no air bubbles and performed a non occlusive venogram prior to the start of the procedure. It was reported one milliliter of fluid was used to inflate the balloon but no recollection on inflation pressure. At the end of the case, no noted complications upon discontinue of the proplege catheter. Afterwards, the device was examined and no noted mechanical failure or damage. The patient was determined stable with no adverse outcomes.

Manufacturer narrative:
Device return is pending. Device evaluation anticipated. A supplemental report will be filed when evaluation is complete.

Manufacturer narrative:
Result = all visual inspections meet edwards specifications. Additional manufacturer narrative: the device was returned to edwards for evaluation and during visual inspection the device was found to meet all visual inspections per edwards specifications. The clinical observation was not confirmed. A review of the device history records (DHR) revealed no non-conformities related to the device. The device met manufacturing specifications prior to release. A review of the IFU was conducted and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Hematoma at insertion site is listed as a potential complication in the product IFU. No further action will be taken at this time. Trends will continue to be monitored through the use of edwards quality systems. There is no serial number for this product.